Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that surgical intervention was performed. A 28 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, difficulty positioning of the stent was noted and the device broke a wire. The patient was air lifted to another location and foreign bodies were removed by performing a bypass. The patient is doing well.